Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, there was repeated error 23210 and disable line 3. A intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and verified error 23210 and 23202. The tse asked the customer to recover the error but the error reappeared. The tse asked the customer to disable universal surgical manipulator (usm) 3 and if it was possible to finish the surgery with three usms. Surgeon stated that the procedure could be finished with 3 usms. The procedure was completed robotically with three usms, as expected, with less than 15 minutes delay. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the system functionality was checked upon powering on the system and no problems noted.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 23210, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) and the distal setup joint (suj) 3 to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive both da vinci products involved with this complaint to perform failure analysis. The distal setup joint (suj) was returned and the 23210 error was confirmed via logs. The suj was tested on an in-house system and triggered error 26002. The distal suj was installed on the testing platform and passed all tests. Axes controller tornado (act), low voltage differential signaling (lvds) harness, and encoder cable will be replaced. The complaint was confirmed based on the failure analysis, which indicates that the device may have contribute to the customer reported issue. The universal surgical manipulator (usm) was analyzed, but the 23210 error could not be replicated. The usm passed normal mode on the in-house system. The 23210 error was not triggered on the in-house system but confirmed via system logs. The errors pointed to the tornado of the distal suj. The suj was also tested on the testing platform and passed the direction tests, lissajous, chip encoder virtual absolute (cva) characterization sensors check, sine cycle, friction, carriage friction, brake release, brake hold, advanced brake, carriage strength and carriage switches test. The complaint was not confirmed based on the failure analysis, which indicates that the device may not have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.